Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, no part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error 3 (power failure 12 volts too low alarm) shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the +12 v supply is lower than +10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than +10.8 v. Technical error 5 (power failure 24 volts too low alarm) shall be triggered when +24 v supply is below +21.5 v for more than three seconds. The device's logs were not provided for further analysis. The issue investigated herein was not reproduced and no parts required replacement. Therefore, the cause of the failure was not established.

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).